Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion with a bend of 30 degrees was located in the mildly calcified vertebral arteries anastomosis of venous approach. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.